Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and visually inspected. Visual appearance indicates the loop of the wire was bent and could not grasp sutures. This is an indication of misuse of the device, excessive force applied. This failure would lead to the wire not completely retracting and getting stuck at the edge of the shaft. The button on the device was stuck and couldn¿t be moved. This complaint can be confirmed. The root cause of this failure can be attributed to user technique, excessive force applied. No nonconformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 7/15/2019. At this point in time, no corrective action is required, and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and visually inspected. Visual appearance indicates the loop of the wire was bent and could not grasp sutures. This is an indication of misuse of the device, excessive force applied. This failure would lead to the wire not completely retracting and getting stuck at the edge of the shaft. The button on the device was stuck and couldn¿t be moved. This complaint can be confirmed. The root cause of this failure can be attributed to user technique, excessive force applied. No nonconformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 7/15/2019. At this point in time, no corrective action is required, and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure, two of the sales rep's ideal suture grasper 60 degree wire hook straighten out during use. The case was completed with a third like-device without patient harm or surgical delay. The sales rep was not present and could not provide any additional information. The devices are returning for evaluation. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.